Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one month after the implant procedure, the implantable cardiac monitor (icm) became exposed during the patient's bathing. The icm patient removed the device and the skin turned "reddish slightly" . It was further reported that the patient experienced "mental pain". The icm is no longer in use. No further patient complications have been reported as a result of this event.